Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated that the line kept breaking and resulted in blood loss. The event occurred during infusion and monitoring. The event occurred at cticu and additional interventions and monitoring required.

Manufacturer narrative:
Neither samples nor pictures were received for the analysis of this complaint. A lot number was not provided therefore lot history review cannot be performed. The reported issue was not confirmed, and a probable cause was not able to be determined.